Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements 3.1 at 1.0. It was suspected a lead dislodgement but it was not confirmed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.